Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 433 mg/dl. The customer treated her blood glucose level with an insulin pen. Her blood glucose levels were high because she was not connected to the insulin pump. The product will return. Nothing further to report.